Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Please see corrected data in field b3 and h6 coding (health effect - impact code). Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Colony forming unit (cfu): <1cfu. Bacterial identification: n/a. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of reportable issue could not be specified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The relation between the reportable issue and the subject device could not be specified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the duodenovideoscope initially tested positive for 1 colony forming unit (cfu) of filamentous fungi on the distal end on april 12, 2024. The device was retested on may 17, 2024, and the second test result was positive for >100 cfus of unspecified microorganisms on the distal end. The user did not report any contamination or any serious deterioration in the health of any person that could have been caused by the scope.